Event description:
The patient reported that after replacing the batteries and cassette, the pump required a longer-than-usual priming time and displayed 80 mg of medication instead of the expected 100 mg. Following the most recent battery and cassette change, the pump intermittently beeped without displaying any error, occlusion, or medication quantity, while the infusion continued uninterrupted. As a precaution, the patient stated they would switch to their backup pump at the next cassette change. The patient was able to continue therapy successfully using the backup device. There was patient involvement; however, no patient harm was reported.

Manufacturer narrative:
B3 - date of event captured as 01jun2026 possible serial number: (B)(6). No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.